Event description:
It was reported that the ventilator failed the o2 sensor and the flow transducer sub-tests during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The reported pre-use checks tests failures were reproduced during testing of the returned gas module in a reference ventilator. Several alarms were generated during ventilation. The failures were caused by a damaged printed-circuit board (pcb) inside the air gas module. The faulty pcb contains circuitry that regulates the solenoid inside the gas module and thus the air flow through the gas module which is the cause of the reported pre-use checks tests failures. Ocular inspection showed that extensive corrosion had affected several components on the pcb. Dried stains inside the filter housing indicate that moisture had entered via the gas flow from the supplied gas, which is considered to be the root cause for the observed corrosion. According to the user´s manual, maximum levels of water,(h2o less than 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
(B)(4).